Event description:
It was reported that no capture was observed at maximum output and pulse width in bipolar setting on the left ventricular (lv) lead. The lv lead was found to be dislodged. The lv lead was explanted and replaced. The patient experienced no adverse effects and was stable.